Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu had an alarm at the bedside to initiate maintenance ivf start. The pcu was turned on, and a green light displayed to show connection to wifi. The rn scanned the ivf, patient arm band and then followed the prompt. There was patient involvement but no harm.

Event description:
It was reported that the pcu had an alarm at the bedside to initiate maintenance ivf start. The pcu was turned on, and a green light displayed to show connection to wifi. The rn scanned the ivf, patient arm band and then followed the prompt. There was patient involvement but no harm.

Manufacturer narrative:
Correction: annex b: b17 annex c: c20 annex d: d15 additional information: device eval by manufacturer? Annex a: a13 annex g: g02001 annex b: b01, b14 annex c: c0401 annex d: d15 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of the pcu had an alarm was confirmed during log review. The pcu error log identified on 22 april 2025 error code 600.6840.5 (cib_connect_failed) at 9:26 am. Notify the user that cib network connection has failed. This error was also observed three (3) times before the event was reported. Two (2) times on february 26 and on march 03, 2025. Error code 600.6840.5 (cib_connect_failed) was observed to be recorded the day of the reported event. The pcu network status was then selected to display the wireless configuration on the suspect pcu. The wireless status was displayed with the status ¿associating¿ and ssid ¿redballoonrt¿. The suspect pcu was able to load the configuration package, and the device successfully connected to the local bd wireless network with no issue. Once the configuration was uploaded the pcu was restarted, and the network status was observed. The wireless status showed to be ¿associated¿ with ssid being mnetwifi. The bd alaristm system manager software v12.5 notes that systems manager is designed to use standard ethernet topology with tcp/ip protocol over the hospital¿s wired and wireless network. The hospital is to provide a standard ieee 802.11 wireless network infrastructure where the bd alaris¿ system is used. Such areas might include nursing floors, patient rooms, treatment rooms, biomedical engineering. The hospital is responsible for the uptime, upkeep, and maintenance of the wired and wireless networks. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused component root cause: the root cause of the reported pcu had an alarm was attributed to error 600.6840, as confirmed after reviewing the logs. The affected pcu was able to load the configuration package and successfully connected to the local bd wireless network without issues. However, it is possible that the hospital experienced network-related problems at the time. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.